Event description:
Hill-rom received a report from the account stating brakes would not hold. The bed was located at the account in rom 22. There was no pt /user injury reported.

Manufacturer narrative:
The hill-rom technician found all four brake casters not holding due to wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the call casters to resolve the issue. Based on this info, no further action is required.